Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The device was manufactured in 2018. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery, while inside the patient, the offset impactor broke during use and the joint towards the end of the impactor broke off. All pieces recovered. Backup device available and no injury reported. Delay of less than 30 minutes.